Event description:
During hiatal hernia surgery, md (medical doctor) was using harmonic energy device and a white plastic piece between the two jaws fell off into patient and the other side was almost falling off. Md saw it right away and was able to remove the piece immediately. A second device was open without issues. No harm to patient.